Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold and low amplitude in which cause was not determined. Boston scientific technical services (ts) discussed observing or replacing the rv lead. Additional information was received indicating that on x-ray, the rv lead was fine and was noted this was an occluded rv lead. Further, this rv lead was abandoned surgically. No additional adverse patient effects were reported.